Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) for related documentation .

Event description:
It is reported that a customer experienced low and high blood glucose ranging from 36 to 430 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The customer had to hang up the line because they had an appointment to go to. No further information was provided.